Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 1 -dom 2019- 08/06/2019 13:46:03 marquise hicks (marhicks) recall point of contact: dennis balow biomed 734-845-3720 dennis.balow@va.gov 08/23/2019 05:51:04 lien n tran (ltran) est-rcl to mjr. 09/20/2019 08:47:33 crisleivy pena (crpena) npi confirmed updated from rcl to mjr for the mijor repairs needed per lien n tran, service tech. Repair approved by jennifer rumfield, biomed, at jennifer.rumfield@va.gov// 734-845-5886 for $365. New po#p9e456. Please use po as reference and charge customers credit card for repairs. Visa // -e803-1227-thts4nbanqbz4q// jennifer rumfield// exp 04/2022 10/10/2019 11:33:57 christina castaneda (chcastan) 1001910511510004810500457111912914 11/07/2019 09:13:34 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.